Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Charger of toothbrush caught fire: oral-b [device catching fire]. Case narrative: consumer called and stated that the charger toothbrush caught fire. No injury was reported.